Manufacturer narrative:
Medically significant. On (B)(6) 2010, a respiratory therapist reported a delivery device failure mode on inomax ds, # (B)(4). The device was switched out to inomax ds, # (B)(4) which immediately went into delivery failure while on the pt. A third inomax ds unit was implemented without problem. This MDR addresses inomax ds, # (B)(4).

Event description:
A (B)(6) male pt status post cardio-thoracic surgery was in the surgical intensive care unit (sicu) on (B)(6) 2010. The pt was on a servo-I conventional ventilator (setting not provided) and treated with 20 ppm of inomax for pulmonary hypertension. At 11:44 am on (B)(6) 2010, a swan ganz catheter was inserted in the pt and his baseline pulmonary artery pressure was measured at 86/47 mmhg. His oxygen saturation at that time was 100%. Approx one hour after the catheter insertion, the inomax device (#(B)(4)) (see MDR #3004531588-2010-00090) alarmed delivery failure. The pt's oxygen saturation decreased to 80% and systolic pulmonary artery pressure increased to 96. The pt was manually ventilated with the inoblender and his oxygen saturation returned to 100% and systolic pulmonary artery pressure decreased to 86 mmhg within 6 minutes. It took approximately 5 minutes to subsequently switch the inomax device with another unit. The inomax device #2 (#(B)(4)) immediately went into delivery failure while on the pt. The pt's oxygen saturation decreased to 88% and systolic pulmonary artery pressure ranged from 85-90 mmhg. The pt was manually ventilated on the inoblender for approximately 10 minutes while device #2 was swapped with device #3. No further delivery issues occurred with device #3 and the pt's oxygen saturation stabilized and his pulmonary artery pressure increase resolved. At 14:00, the pt's oxygen saturation was 100% and pulmonary artery pressure reading was 33/13. The respiratory therapist deems the events moderate in severity, non-serious, definitely related to interruption in ino therapy and possible related to the delivery failures.